Event description:
It was reported that a patient underwent a left cervical lymph node biopsy procedure on (B)(6) 2023 and barbed suture was used. During the procedure, at the time of wound closure, the product was used on cervical dermis with continuous suture. The suture adhesive portion of the loop was partially detached, and the suture was popping out when the 1st stitch was sutured. The severed suture was removed from the body and a new suture was used. The operation time was extended within 30 minutes. Further details are not provided from the hp. No sample will be returned. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. "Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Neck dermis. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Please provide the lot number: unk. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6).